Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also stated their insulin pump was squirting out insulin during the manual prime process. Customer's blood glucose was 93 mg/dl. Troubleshooting found the customer's drive support cap was protruded. Customer stated they did not press on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump was received with cracked case at display window corner, reservoir tube lip, broken belt clip slot and minor scratched display window.